Event description:
Device malfunction: none. Time of symptoms/ ae: during and after the procedure. Symptoms/ ae: speech difficulty, diminished hand strength. It was reported that during a stent procedure at the left internal carotid bulb, during post-dilatation, the patient became symptomatic with speech difficulty and was hypotensive (42/65). It was noted that post-procedure the patient was still experiencing diminished hand strength contralateral. Tpa was administered via a 10 ml bolus, however, no post-stent angiography views were taken. Additionally, it was reported that the patient had a documented stroke during the procedure, and a second stroke within the first few days post-procedure. The date of discharge is not known/reported. No additional information available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.